Manufacturer narrative:
On july 8, 2016, received additional information that the renal failure was anticipated. Initially we reported "other relevant history" as "unknown". However, during an internal review on july 8, 2016 we found the following patient cardiovascular medical history: atrial flutter (afl) with initial ablation procedure ((B)(6) 2015), symptomatic persistent atrial fibrillation (paf), sinus tachycardia, premature atrial contractions (pacs), intermittent bradycardia, right bundle branch block (rbbb), left ventricular hypertrophy, hypertension (htn), coronary artery disease (cad), coronary artery bypass graft (CABG) x 2, and chronic renal insufficiency manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on april 3, 2017 stating that the patient required extended hospitalization. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
This event is part of remarkable clinical study. It was reported that a (B)(6) female patient underwent a redo ablation procedure for right afl on (B)(6) 2015 and suffered acute kidney injury on (B)(6) 2015. The patient was required medical intervention. The issue was resolved without sequelae. The principal investigator assessed this event as not device related and possibly procedure related.